Manufacturer narrative:
Patient information could not be obtained after two attempts. Attempts were made as follows: on (B)(6) 2017 - email, (B)(6) 2017 - phone. A ge healthcare biomed performed a checkout of the equipment but was unable to confirm the reported issue. The flow sensors were replaced proactively.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. There was no report of patient injury.